Event description:
The customer contact reported delay in critical therapy. A primary tubing set was delivering an unspecified volume of normal saline. After an unspecified length of time in use, the blood tubing set was connected to the primary tubing set for delivery of a unit of packed red blood cells (prbcs) to the patient who was undergoing a dialysis treatment. At an unspecified time, it was reported that after nurse raised the IV pole to an unspecified height, the spike of the blood tubing set came out of the blood container. The tubing set and the blood container were replaced and the therapy was resumed. The amount of time needed to replace the tubing set and blood container were not reported. The customer contact indicated that the delay in therapy was reported as critical to this patient; however, there were no reported adverse patient effects. No medical interventions were required. The customer contact reported that the nurse stated, the tubing set was too short and the spike is too short and small. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).